Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge representative has advised that the facility's biomedical engineer (biomed) evaluated the iabp unit and found that the motor control board was faulty. The biomed replaced the motor control board and noted that no other faults were detected and the system was returned to normal.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) failed the self-test and displayed "electrical test fail # 50" . There was no patient involvement, and no adverse event was reported.